Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the burr became stuck in the lesion. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery (lcx). A 1.25mm rotalink burr was selected for use. During advancement using a pecking motion, the burr encountered significant resistance and subsequently became stuck in the lesion. The deceleration indicator was activated, and the maximum rotational speed observed was 130,000 rpm despite a set speed of 170,000 rpm. Dynaglide mode was used during removal. The catheter and guidewire were removed as one unit from the patient, and the guidewire was able to be separated from the device with no visible damage noted. The procedure was completed using an alternative device. No patient complications were reported.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. Inspection of the device found that the majority of the coil was stretched from the handshake connection to the burr end of the device. The coil was kinked at the handshake connection. The damage present would directly impact wire advancement, removal, and rotational output.

Event description:
It was reported that the burr became stuck in the lesion. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery (lcx). A 1.25mm rotalink burr was selected for use. During advancement using a pecking motion, the burr encountered significant resistance and subsequently became stuck in the lesion. The deceleration indicator was activated, and the maximum rotational speed observed was 130,000 rpm despite a set speed of 170,000 rpm. Dynaglide mode was used during removal. The catheter and guidewire were removed as one unit from the patient, and the guidewire was able to be separated from the device with no visible damage noted. The procedure was completed using an alternative device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). H6 - device code: updated.

Event description:
It was reported that the burr became stuck in the lesion. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery (lcx). A 1.25mm rotalink burr was selected for use. During advancement using a pecking motion, the burr encountered significant resistance and subsequently became stuck in the lesion. The deceleration indicator was activated, and the maximum rotational speed observed was 130,000 rpm despite a set speed of 170,000 rpm. Dynaglide mode was used during removal. The catheter and guidewire were removed as one unit from the patient, and the guidewire was able to be separated from the device with no visible damage noted. The procedure was completed using an alternative device. No patient complications were reported.